Event description:
Information received indicated the CPR function would not lower the head section.

Manufacturer narrative:
The hill-rom technician found that the CPR valve was sticking. He replaced the valve to resolve the issue.